Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead dislodged during bypass surgery. Both leads were revised. At the next day post-op check the ra lead was found to have dislodged in the right ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.